Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not detect the attached electrode pads, failed for high impedance and the defibrillator was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data log files were provided. The customer's report of "electrode connection" and "high impedance" were observed during review of the device data logs. The logs suggests that the pads were not face-to-face and invalid pads were attached to the device. The customer's report of "does not recognise pads/paddles/intl handle" was observed during review of the device data logs. The logs suggests that device was unable to verify the authenticity of the attached pads. The customer was advised to either mark the electrodes as used or update the installed date if pads were newly installed to self-clear the report. Analysis of reports of this type has not identified an increase in trend.